Manufacturer narrative:
Other: it was reported the lead was explanted due to fracture. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the patient has sustained and will continue to sustain severe physical injuries and severe emotional distress. No conclusion can be drawn. Lead(s), fracture of.

Event description:
It was reported the lead was explanted due to fracture. No patient complications were reported as a result of this event. Additional information received from the patient's attorney alleges the patient has sustained and will continue to sustain severe physical injuries and severe emotional distress.